Event description:
The customer reported to philips, "blinking red x and sound rang." There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.